Manufacturer narrative:
Device details unavailable at the time of this report. This report is submitted on october 15, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced discomfort, inflammation and an infection at the abutment site. The patient is being clinically managed by the health care provider.